Event description:
It was reported the pt is not receiving effective stimulation in his back, but is receiving effective stimulation in his legs. The pt will meet with his physician to discuss the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.